Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The implant was torqued to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.